Manufacturer narrative:
Customer is reporting lower than expected mean pressure gradient (mnpg) values in evaluating the aortic valve area. Allegedly the customer has identified the "continuous trace" method calculates a significantly lower value (15-20 mmhg) than the "spline trace method" for mpg. The calculation used for both of these trace methods should be similar, although not exactly the same results are expected.. The "continuous trace" method is the preferred method for tracing doppler waveforms by this customer. Please note that the phenomenon is able to be duplicated at the manufacturer, so evaluation of system is not needed.

Event description:
Inaccurate measurement reporting related to mean pressure gradients with continuous trace measurements.